Event description:
It was reported that low sensing was noted. The sense/pace portion of the lead was capped, and the defib portion remains active. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.